Event description:
The patient was enrolled in the reprise iii study with patient identifier of (B)(6). It was reported that left bundle branch block (lbbb) and moderate aortic regurgitation occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The patient received a loading dose of 81 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Event summary: the same day of the procedure, the patient developed left bundle branch block. No diagnostic procedure was performed, and no action was taken to treat the event. At the time of reporting, the event was considered to be not recovered/resolved. Two days after the procedure, tte revealed moderate aortic regurgitation. Aortic valve area of 1.67 cm^2 was seen, with a mean aortic pressure gradient of 9 mmhg and the left ventricular ejection fraction was 50%.